Event description:
It has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00. The system was not in clinical use. No harm was reported. A philips remote service engineer (rse) reviewed the system log files and identified an issue with the grabber cards. The frame grabber captures the video from the allura system. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that the system is stuck at 00:00. Review of the system log file showed that a frame grabber card initialization error in the flexvision pc resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The customer replaced the flexvision pc and hdd. After these replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.